Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing. Device history record shows the lot of s-6ac-g1 product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device was stuck in the handpiece, showed signs of use and wear and the cutting edges were worn and broken in some places. It was also found that the cutter showed signs of corrosion and reprocessing. It was noted in the service order that the device was unable to lock and detach the burr. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.